Event description:
It was reported that: "there was a hole found in the cuff when it was tested prior to use on the patient."

Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed as the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.